Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer was unable to switch to the leads view from the pads view when the ECG leads were connected to a patient. It was stated that the customer attempted to press the lead select button but that the device continued to remain on the pads view. The device was being used to monitor a patient who was reported to be in a non-critical state. There was no reported adverse event to the patient or user at the time of the alleged issue. The customer verified that there was no functional need for the ECG rhythm recording at the time of the failure.